Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead had an impedance measurement of 750 ohms through the pacing system analyzer. When the ra lead was connected to the device, impedance measurements of greater than 3,000 ohms were observed. The physician elected to explant the ra lead, however the helix would not retract. The whole lead was rotated counter clockwise to release the lead. No adverse patient effects were reported.